Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy drug eluting stent was advanced but stent came of the balloon in the artery and was removed with a snare. The device was removed intact from the patients body. The procedure was completed with a different device. No further complications reported.

Manufacturer narrative:
B5 - describe event or problem updated.h6 - patient codes and device codes updated.device evaluated by MFR: synergy ous mr 2.25 x 24mm stent delivery system catheter was returned for analysis. A visual examination of the stent found signs of stent damage. The stent was detached from the balloon and returned attched to a snare device. The entire length of the stent was damaged with stent struts stretched and twisted. An undamaged stent outer diameter measurement was not possible to obtain due to stent detachement. The balloon cones were reviewed, and issues were noted. The stent was detached from the balloon body, however, the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp marks were still evident along the length of the balloon body. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy drug eluting stent was advanced but stent came of the balloon in the artery and was removed with a snare. The device was removed intact from the patients body. The procedure was completed with a different device. No further complications reported. It was further reported that the target lesion was 70% stenosis, located in the moderately tortuous and severely calcified 1st diagonal of left anterior descending artery. The lesion was noted to be predilated. When the 2.25 x 24 synergy drug-eluting stent would not advance further into the lesion, a 6f guidezilla ii catheter guide extension was used. The guidezilla was inserted into the proximal part of the stent and tried to advance it further into the lesion, however resistance was felt. Multiple attempts were made to position the stent. The guidezilla and stent were removed together and it was noted that the stent was not attached to the delivery system. The stent was snared and removed from the patient. It was noticed that the stent was partially unraveled and distorted. Following retrieval of the dislodged stent, a shorter synergy stent was then deployed and the case was completed successfully. The patient was stable post procedure.

Event description:
It was reported that stent dislodgement occurred. A 2.25 x 24 synergy drug eluting stent was advanced but stent came of the balloon in the artery and was removed with a snare. The device was removed intact from the patients body. The procedure was completed with a different device. No further complications reported. It was further reported that the target lesion was 70% stenosis, located in the moderately tortuous and severely calcified 1st diagonal of left anterior descending artery. The lesion was noted to be predilated. When the 2.25 x 24 synergy drug-eluting stent would not advance further into the lesion, a 6f guidezilla ii catheter guide extension was used. The guidezilla was inserted into the proximal part of the stent and tried to advance it further into the lesion, however resistance was felt. Multiple attempts were made to position the stent. The guidezilla and stent were removed together and it was noted that the stent was not attached to the delivery system. The stent was snared and removed from the patient. It was noticed that the stent was partially unraveled and distorted. Following retrieval of the dislodged stent, a shorter synergy stent was then deployed and the case was completed successfully. The patient was stable post procedure.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - patient codes and device codes updated.